Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that latch sensor was not secured into the hard stop mold. A field service engineer, replaced latch sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 5 failed. The customer stated that the malfunction caused a delay as the customer was not able to access drugs. There were no adverse events or injuries reported based on this incident.